Event description:
The event is reported as: complaint alleges: it was reported by a (B)(6) hospital that during use, when the surgeon tried to release a clip it remained blocked into the applier, because it was already closed. This occurred twice. A third applier was used without any other issue. No clip fell into the pt. No consequences for the pt.

Manufacturer narrative:
Device sample received by MFR, but investigation is still underway at time of this report. Per device history report (DHR) investigation did not show issues related to this complaint. Complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. However, we will continue to monitor and trend relating complaints.